Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the grasping forceps were broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was found that the joint of the forceps was worn out. There was no function of the forceps anymore. It is very likely that an excessive force during use in combination with a twisting movement led to this defect. Olympus will continue to monitor field performance for this device.